Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that their patient programmer was showing the ins out of box message on the patient programmer screen. Patient services consulted with technical services and technical services reviewed that the reason the patient is getting the out of box message is because the patient uses the antenna locator feature to charge their implant. The patient will need to stop charging with the antenna locator feature. Patient services reviewed this information with the patient who said that they have always used the antenna locator feature to charge their implant because when they were first implanted they had trouble charging. The patient stated that this began in (B)(6) 2017 because their ins is on an angle position. Antenna locator helps to get coupling. The patient said that another person with an implant at their healthcare professional (hcp) office told them about the antenna locator feature. Patient services reviewed the out of box message will need to be cleared at their hcp office and that the antenna locator feature should only be used with medical supervision or with a manufacture representative (rep). Patient services offered to send the patient a recharger antenna but the patient said that there is no equipment failure so they didn¿t need a new antenna. There were no patient symptoms reported and no complications reported.